Event description:
Pt rec'd a 18" wheelchair (manual chair) on (B)(6) 2011. On (B)(6) 2011, the right front wheel snapped off at weld on leg of chair, resulting in the chair over-turning and pt falling to ground. Pt c/o hip pain and chest wall pain after incident. Ems called to get pt back into house, pt refused transport to hospital. (Parenthetically - this is the third wheelchair of this make and model to sustain the same breakage, but initial two chairs were with a pt who questionably abused wheelchair). No w/c abuse indicated in present incident.